Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drug mapping was displayed on the screen when trying to vend medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where drug mapping was displayed on the screen when the user tried to dispense medications. A technical support specialist sent email to customer to get the details about the issue and there was no update from customer. The case was closed. No additional information was available.